Event description:
It was reported in a research summary article that the objective of the optimized coronary interventions explain the best clinical outcomes (optixience) study was to compare the clinical outcome of a population of patients with complex lesions treated with coronary stent and any intra-coronary techniques (ict) with a similar population of patients included in the extended-cohort of the xience v USA trial, in whom ict were not used. The opti-xience protocol plan was to include 1064 patients at 40 sites located in three european countries (spain, france and portugal). The primary end point was 1 year rate of target lesion failure (tlf), defined as a composite of cardiac death, target vessel myocardial infarction or ischemia driven target lesion revascularization. The main result of the study is that among patients with complex coronary artery stenosis, the use of any available ict improves clinical outcomes. The incidence of tlf at 1 year was significantly lower in the opti-xience, driven by a reduction in target vessel myocardial infarction. The incidence of probably or definitive stent thrombosis at 1 year was 0.3% vs 0.9%, respectively. There was no impact on mortality or cardiac death. The use of ict significantly reduced the incidence of tlf. Additional information can be found in the article "benefit of coronary stenting using available intracoronary tools in high risk patients. The opti-xience study".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported myocardial infarction, thrombosis/thrombus, and ischemia, and their relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. The reported patient effects of myocardial infarction, ischemia and thrombosis are listed in the xience v everolimus eluting coronary stent system (eecss), instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B3, c4, d6a: estimated dates: d4: the UDI number is not known as the part and lot number were not provided. The additional patient effect of death reported in the article is captured under a separate medwatch report. Literature attachment: article title: benefit of coronary stenting using available intracoronary tools in high risk patients. The opti-xience study.